Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure to place a percuflex plus ureteral stent, the stent packaging appeared unsealed. No damage was noticed to the product or product packaging. The procedure was completed with another percuflex plus ureteral stent, with no complications to the patient, who is over 18 years old. The patient 's condition at the conclusion of the procedure was reported to be "fine."